Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_leadcap_acc, serial#: (B)(4), product type: accessory. Product ID: 3389-40, lot#: 0208951833, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3389-40, lot# 0208951832, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a misplaced left brain lead that required a revision. An impedance test was performed and revealed a short on the left side lead/extension connection between electrodes 0 and 1; the impedance value was ~39 ohms. The implantable neurostimulator (ins), left lead, and left extension were explanted and replaced and the issue was resolved. There was no known impact or consequence to the patient and no further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the lead kit 3389-40 quad dbs .5 mm sp 40 cm (lot # 0208951833) found insignificant anomalies with the device. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the lead, it was noted part(s) {#3 connector} of the proximal end were not returned. Analysis observed the proximal end of the lead was stretched. Analysis observed the {#2 connector} connector(s) of the lead {was//were} crushed. Analysis identified the outer insulation of the lead was {broken//torn} under the {#2 connector} connector. Analysis determined the lead was pinched {}; which is consistent with a/an {anchor//suture} applied to the lead. (B)(4) applies to the lead. (B)(4) applies to the extensions as (B)(4) is not applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the correct mfg. Site ID is (B)(4) and section d has been updated accordingly.

Event description:
Additional information received from the representative reported the revision of the placement of the left-brain lead was due to the patient not receiving an ideal therapy outcome. The surgical team believed they could achieve a better outcome for this patient by adjusting the placement of the lead. This was not a case of lead migration.